Event description:
The caller reported that half of the pump screen had no pixels, affecting their ability to read the display. There was no adverse impact on the customer's blood glucose level. Technical support replaced the pump as it was within warranty. The customer continued using the current pump as a backup therapy to avoid interruption in insulin delivery. They were informed to allow the battery to deplete before shipping the pump back to tandem within 10 days using the provided return label.